Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is a new pump user and experienced low blood glucose levels since starting on the pump. Customer ate fruit to address low levels. Customer consulted with healthcare provider to adjust pump settings.